Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultralink meter powers off during use. The pt manages her diabetes with an insulin pump. The product issue began on (B) (6), 2010. Reportedly, one hour after the power issue began, the pt developed symptoms described as "nausea and headache." The pt claimed she increased her insulin and administered self care with food/drink on the same day. She tested on another meter at "170 mg/dl." During troubleshooting, the csr noted that there was no product misuse, and the battery did not need to be replaced based on the info the pt provided. The power issue was not resolved with training. This complaint is being reported due to the power issue. There is no evidence that the pt suffered a serious injury due to the product issue. The pt's symptoms did not meet the criteria of a serious injury. Since the pt's reported symptoms do not suggest the pt had severe hypoglycemia of hyperglycemia, there is no evidence the pt's treatment was for acute complication of diabetes but rather suggestive to prevent the aforementioned diabetic conditions. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.